Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer called advised wife sat down on the commode and seat cracked.